Event description:
(B)(4) received, a copy will be included with the report. This is 5 of 7 reports for this event.

Manufacturer narrative:
Catalog number: determined during investigation. This screw was received whole and intact. This screw appears to be a self-tapping cortex screw. If so, the major diameter of 4.40mm and length of 38mm length would make this a 214.838. The hex drive has light markings, consistent with normal use. The top of the head is in good condition. The band has a light spiral mark on it. The bottom of the head has a light wear mark with localized galling. The crest of the thread major diameter has been rolled over on the first 5 threads. The remainder of the thread length has the major diameter slightly flattened sufficient to roll a few burrs onto the flanks of the thread. Both conditions affect the thread profile. The tip and flutes are in good condition. The dimensions that could be measured are within specification. A review of the design, complaint history and risk analysis indicates that the design is adequate for its intended use. Bony union is dependent on a multitude of factors, such as proper reduction, bone quality, patient compliance, implant selection, etc. The lack of additional information prevents a complete analysis of the cause of failure. Additionally, the patients fall may have caused a re-fracture.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.